Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger did advance the lens initially during the preparation, but then got stuck while advancing. This occurred prior to patient contact. Through follow up we learned that the lens was curled. No additional information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - returned to manufacturer? Yes section d9 - date returned to manufacturer: 23 march 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint device was received inside the original folding carton. Visual inspection under magnification revealed that the lens was received stuck inside of the smartload's cartridge. The lens was removed and cleaned, presenting with lens damage and a detached haptic. No further issues were identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to the production order revealed another complaint of "override" similar to the reported complaint, but was not confirmed based on investigation results. Conclusion: the reported issue was verified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.